Event description:
It was reported that during surgery the zimmer air dermatome didn't perform up to specification even though the power was on. Additional clinical f/u with the customer indicated that there was no pt injury; however, surgical time was extended by about one hour. The device was replaced with a product from another company.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.